Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with the following pre-op diagnosis: chronic lower back pain with degenerative disc disease. The patient underwent transperitoneal anterior exposure of lumbar spine and on-q pain reduction catheter placement. As per the operative notes,¿ the rest of the soft tissue structure at the l3-l4 was freed with dissector. The surgeon then subsequently performed the anterior lumbar interbody fusion at l3-l4 and l4-l5 and l5-s1. The surgeon subsequently performed the posterior lumbar interbody fusion with pedicle screw fixation, rhbmp-2/acs was used in the procedure.¿ no intra-operative complications were reported.